Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be determined. The dso sensor was recalibrated. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited an 'overpressure alarm'. There was unknown patient involvement.